Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Pharmacist is calling on behalf of the customer. The customer reported complaint for high blood glucose test results. Upon review of the meter memory, there was a result of hi. The customer stated he was not concerned with the results in the meter's memory, including the hi. The customer is concerned with tests results from meter to meter comparison of 162 mg/dl using truemetrix meter and 132 mg/dl using the pharmacist's truemetrix meter. The lot number of the customer's test strips was not provided as the customer had left the pharmacy with the strips. The pharmacist had provided customer with replacement meter and test strips. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. The customer felt well and did not report any symptoms to pharmacist. Medical attention is not reported as a result of the actual blood glucose results. The product storage was undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer was not concerned with results in the memory including the hi. Pharmacists called on behalf of the customer. Pharmacists informed me that customers meter was reading 30 points higher (162 mg/dl) against the pharmacist's true metrix meter (132 mg/dl) which he later provided to the customer. During follow-up call on (B)(6) 2016, the customer stated he had not had any medical intervention related to diabetes. Customer's wife provided lot number of customer's test strips, mt1881, and stated she will return them to the pharmacy. The customer stated he has been running high lately because of pancreatic issues and surgery. Customer stated he does not have an expected number for results only that they tend to run high.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Pharmacist is calling on behalf of the customer. The customer reported complaint for high blood glucose test results. Upon review of the meter memory, there was a result of hi. The customer stated he was not concerned with the results in the meter's memory, including the hi. The customer is concerned with tests results from meter to meter comparison of 162 mg/dl using truemetrix meter and 132 mg/dl using the pharmacist's truemetrix meter. The lot number of the customer's test strips was not provided as the customer had left the pharmacy with the strips. The pharmacist had provided customer with replacement meter and test strips. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. The customer felt well and did not report any symptoms to pharmacist. Medical attention is not reported as a result of the actual blood glucose results. The product storage was undisclosed. The meter memory was reviewed for previous test result history: (B)(4). Memory concerns:customer was not concerned with results in the memory including the hi. Pharmacists called on behalf of the customer. Pharmacists informed me that customers meter was reading 30 points higher (162mg/dl) against the pharmacist's true metrix meter (132mg/dl) which he later provided to the customer. During follow-up call on (B)(6) 2016, the customer stated he had not had any medical intervention related to diabetes. Customer's wife provided lot number of customer's test strips, mt1881, and stated she will return them to the pharmacy. The customer stated he has been running high lately because of pancreatic issues and surgery. Customer stated he does not have an expected number for results only that they tend to run high.